Event description:
While performing thresholds and sensing tests during implantation, the subject programmer shut down suddenly. Therefore, it was necessary to pursue inductively the communication to end the tests as well as the programming. The programmer shut down at least 5 consecutive times; which extended the implantation duration. It should be noted that the programmer should have been unplugged to force a complete reboot. An investigation is required.

Event description:
While performing thresholds and sensing tests during implantation, the subject programmer shut down suddenly. Therefore, it was necessary to pursue inductively the communication to end the tests as well as the programming. The programmer shut down at least 5 consecutive times; which extended the implantation duration. It should be noted that the programmer should have been unplugged to force a complete reboot. An investigation is required.